Event description:
It was reported that the device fails to pass the self-test and pads cannot charge. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
Pending.

Manufacturer narrative:
The third party service provider evaluated and repaired the device(the details not available) and the device was returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time.